Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between (B)(6) and the reported embolic stroke, infection, and gastrointestinal bleeding could not conclusively be determined through this evaluation. The account indicated that the device will not be returned for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. C, lists stroke, infection, and bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30may2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a cerebral vascular accident (cva) and septic emboli from the pump on (B)(6) 2021. Additional information revealed that the patient was admitted on (B)(6) 2021 for driveline infection where they received antibiotics intravenously. The infection was determined to be pseudomonas. The patient's international normalized ratio (inr) was lower due to gastrointestinal (gi ) bleeding. Of note, a computerized tomography (CT) head scan confirmed that the patient had a stroke. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.